Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension and a limb stent. On (B)(6) 2017 the physician identified a type 1b endoleak. On (B)(6) 2017 the physician elected to implant an ovation limb extension to seal the leak. The patient is reported as well post procedure and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the investigation, based on available information, clinical evaluation was unable to find substantial evidence to support the following reported events; endoleak type ib of the right iliac limb and secondary endovascular procedure to place an ovation limb extension. This event included a patient involvement or injury. A clinical assessment was required, but no medical information was received after applying and exhausting due diligence to obtain patient health records. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and/or other non-medical, relative information such as, but not limited to: still photographs; videos; sizing/case planning sheet/summary. The most likely cause of the loss of seal could not be determined due to the lack of medical imaging and relevant medical records. A procedure-related, user related issues, off label, or cautionary product use conditions could not be determined. Associated clinical harms for this device failure included: type ib endoleak (right iliac limb) and a secondary endovascular procedure. The final patient disposition was reported as stable with no additional negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.